Manufacturer narrative:
H4 (device manufacturing date): no serial number reported. Claim# (B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's right eye (od). A possible lens exchange was reported.

Manufacturer narrative:
B5: duplicate event reported in claim# (B)(4).. There is no complaint for claim# (B)(4).. Claim# (B)(4).